Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/09/2015 with the following results: testing was unable to confirm complaint of dim or faded display. Display has proper resolution and contrast. Unrelated to the complaint, the battery compartment crack below grip pad.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.